Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred, indicating an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, with readings remaining within a normal range. To resolve the issue, the customer changed the trusteel infusion set and cartridge, then resumed insulin use. There was no need for further assistance, and the case was closed by technical support.